Event description:
There was a noted break in the holmium fiber. The break lead to searing of the surgical drape, resulting in a hole less then one cm diameter. The laser did not penetrate the stirrup boot covering the drape. There was no harm to the patient.